Event description:
Patient presented to hospital in critical condition with new rapid onset of shortness of breath. During the placement of a swan ganz catheter, the patient went into cardiac arrest. Prior to the arrest, the set-up, cables, transducer, modules were attempted to be zeroed on the wall monitor. There was no wave form. Four modules and four cables were replaced. At the same time a portable phillips monitor was retrieved from the ed to be used, and new pa set up with transducer was obtained. After this set-up was in place, a wave form was noted but it would come and go. While the pa catheter was being threaded, (the patient had already been in the supine position for 45 minutes while attempting to get the equipment functioning), the patient went into flash pulmonary edema and cardiogenic shock and was coded successfully for 10 mins. After the code was completed, the transducer was changed again, replaced onto the wall monitor of which biomed had come to check the cables, modules and monitor, and found that they were functioning. Once the transducer was changed, they were able to get a wave form on the pa catheter, numbers were available as well as getting a wedge.